Event description:
A team of health care professionals were attempting to resuscitate a 63-year-old woman who has gone into cardiac arrest. A battery operated defibrillator had already been used once in an attempt to restart the pt's heart without initial success. During a second attempt, it is thought that the wires in the disposable defibrillator pad set were involved in ignition of fire, resulting in minor burns to the pt's left side and arm. Medical professionals immediately extinguished the small blaze with blankets, a saline solution and extinguishers, while continuing life saving efforts. Another defibrillator was brought to the room within seconds, and a third attempt was made. Within minutes of the third defibrillation, the pt's heart began a stable rhythm. Unfortunately, within the hour, the pt whose condition had seriously deteriorated during the past few days, went into cardiac arrest again. Despite continued life saving efforts, the pt was not able to be revived. The follwing day, the medical examiner performed an autopsy and issued a report stating that the pt died of natural causes unconnected to her minor burns. An investigation into the cause of the malfunction is being carried out.